Event description:
Customer reported a loud audible alarm when the system is plugged into the outlet. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and changed the taps on the input power transformer. System operates as intended.